Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 180 mg/dl. The customer states the insulin pump was not working. Customer also stated that there was a fluid inside the screen. The insulin pump will not be returned for analysis.